Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) failed to shock while the patient was in ventricular fibrillation (vf) after dialysis. Technical services (ts) was contacted, and ts informed the only episode stored was atrial fibrillation (af) with poor sensing and noise markers. The patient had a barostim, and doing an electrocardiogram (EKG) with a magnet on the barostim cleaned up the EKG signal. The unipolar stimulation of the barostim was contraindicated with the s-ICD, and ts discussed that the patient should be considered unprotected from the s-ICD while the barostim is turned on. The s-ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) failed to shock while the patient was in ventricular fibrillation (vf) after dialysis. Technical services (ts) was contacted, and ts informed the only episode stored was atrial fibrillation (af) with poor sensing and noise markers. The patient had a barostim, and doing an electrocardiogram (EKG) with a magnet on the barostim cleaned up the EKG signal. The unipolar stimulation of the barostim was contraindicated with the s-ICD, and ts discussed that the patient should be considered unprotected from the s-ICD while the barostim is turned on. The s-ICD system remains in service. No adverse patient effects were reported.